Event description:
A customer reported a cartridge change error with their insulin pump. There was no adverse impact to the customer's blood glucose level. Customer support instructed the caller to inspect and clean the pump's components, including the pneumatic tap area, and to ensure the cartridge was properly attached. Initially, the customer was unable to successfully load the cartridge onto the pump, but with assistance, they managed to fill and load a new cartridge. The load process was eventually completed, allowing the customer to resume insulin use.